Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion located in the proximal cx artery exhibiting 90% stenosis. There were no abnormalities in relation to the anatomy.there was no damage noted to packaging. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre dilated. The device did not passed through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning. It was informed that the device was advanced through a guide extension catheter and was unable to be delivered. The lesion was pre dilated with 2.5x12mm euphora rx ptca balloon and an attempt was made to re deliver the stent unsuccessfully. The lesion was pre dilated with 3.0x 15mm euphora balloon and upon advancing stent again it was caught on the guide extension catheter and would not advance. No patient injury is reported.

Manufacturer narrative:
Additional info: the device returned is the correct one. Product analysis summary: there was a bend on the catheter 62cm proximal to the distal tip. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 8th-12th distal stent wraps with struts raised, bunched and overlapping. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. . If information is provided in the future, a supplemental report will be issued.